Event description:
The initial reporter stated that the pump had failed volumetric testing at their facility. They stated that the pump over infused at a rate the mmd would not consider reportable. When the pump was returned to mmd, it did over infuse at a rate that is considered reportable. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it was found that the pump was out of calibration, which caused the volumetric failure. The pump was serviced to correct this issue.